Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient had difficulty breathing and his saturation decreased while the device was receiving frequent alarms. ¿low circuit leak¿, ¿proximal pressure line disconnected¿ and ¿check aev pilot line¿ alarms occurred due to condensation attached to the flow sensor and exhalation valve. A visiting nurse changed the active pap specifications and cleaned some parts due to the condensation. Following the steps taken by the nurse, a ¿ventilator service required¿ alarm occurred. Medical intervention of using an ambu bag and an increase in home oxygen setup were performed by the nurse. The patient recovered from the symptoms on april 8. A sales rep checked the alarm log of the device at the patient's home and confirmed the ventilator service required alarm. A replacement device was provided to the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the patient had difficulty breathing and his saturation decreased while the device was receiving frequent alarms. ¿low circuit leak¿, ¿proximal pressure line disconnected¿ and ¿check aev pilot line¿ alarms occurred due to condensation attached to the flow sensor and exhalation valve. A visiting nurse changed the active pap specifications and cleaned some parts due to the condensation. Following the steps taken by the nurse, a ¿ventilator service required¿ alarm occurred. Medical intervention of using an ambu bag and an increase in home oxygen setup were performed by the nurse. The patient recovered from the symptoms on april 8. A sales rep checked the alarm log of the device at the patient's home and confirmed the ventilator service required alarm. A replacement device was provided to the patient. During the evaluation of the device at the manufacturer's service center, the issue was not duplicated during an operational inspection, but a ventilator service required error code indicating the proximal pressure deviated from the standard was found in the error log. The device was tested, however no abnormality was confirmed. It is believed that a temporary pressure was applied to the proximal line.